Event description:
The patient underwent a dual-chamber ICD implantation for secondary prevention of sudden death due to a ventricular tachycardiac arrest following this mitral valve surgery. He has since developed first-degree av block, chronic left bundle-branch block, and advanced heart failure symptoms with wide qrs duration of approximately 160 milliseconds. He has been noted to have paroxysms of atrial fibrillation. His existing right ventricular lead is a medtronic sprint fidelis lead and is on alert status for possible lead fracture.